Event description:
Letter to you and to the manufacturer of the device. A customer reported a needle-stick incident that occurred while the technician was sub-culturing a blood culture bottle using a bd venting needle (pin 271056). The blood culture sample came from a biomerieux fn culture bottle; however, the accidental needle-stick occurred when the customer removed the bd venting needle from the stopper. The tech was holding the blood culture bottle in the left hand while attempting to remove the bd venting needle from the stopper. The blood culture bottle tilted and in attempting to regain control of the bottle, the tech stuck themselves with the sharp end of the venting device. The customer admits that the bottle was not positioned in rack, and should have been while performing this task. The customer also reported that the fn culture bottle did not malfunction in any way during this event. The technician involved was treated with antiviral medication and received exposure testing; hn and hep b testing. There were no reports of a tetanus shot, gamma globulin shot or stitches being administered due to the reported event. The customer did not provide test results or additional information concerning additional treatment provided to the technician. Per hospital protocol, the technician will be monitored at 30 days, 6 months, and 12 months post exposure. The customer stated the venting needle used in the subculture was manufactured by becton dickinson; product number 271056. The customer who reported the incident was (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).